Event description:
The customer reported an issue with patient alarms at their philips intellivue information center (piic). The customer requested assistance retrieving patient information from the monitor. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) made repeated, unsuccessful attempts at contacting the customer to troubleshoot. No further information was provided; therefore, the cause and resolution are unknown.